Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, discrepancy between sensor glucose and blood glucose, calibration not accepted and insulin delivery was suspended due to low sensor glucose. The customer reported blood glucose value of 100 mg/dl. The customer treated hypoglycemia with glucose/carb intake. The event involved product(s) mmt-242a, mmt-332a, mmt-7040ma, mmt-1884. Troubleshooting was partially performed for hypoglycemic event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48 hours of reported event. Troubleshooting was partially performed for discrepancy between sensor glucose and blood glucose. Blood glucose was 100 mg/dl and sensor glucose is 50 mg/dl and the difference between blood glucose and sensor glucose is greater than 30%. Troubleshooting was partially performed for sensor alert. Customer declined further troubleshooting. No further patient complications were reported. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-7040ma. No product return is required for mmt-1884.